Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the inserter guide was non-functioning upon implantation. The instrument was found in the condition upon prep for implantation during surgery. The other arm of the guide was missing, not allowing for fit of implant to the guide for insertion. The surgery was completed using another guide from the inserter/distractor tray which was utilized for implantation.